Event description:
During surgery, the surgeon placed the u-lag screw into the pt bone. The surgeon tried to insert the u-blade using the inserter. However the u-blade was not able to be inserted in lag screw groove. Therefore, the surgeon did not insert u-blade.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.